Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the absorbable clip bounced off by itself when was used for ligation of gallbladder artery and bile duct and other common ligation. Another clip applier was used to complete the case. There was no patient injury.